Event description:
Additional information was received that the cause of the coil stretch/break/premature detachment was not determined and it was unknown if there were any issues that resulted in the damage that was found. A stryker sl-10 catheter was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that stretched and detached prematurely or broke in the microcatheter.  The patient was undergoing an embolization procedure to treat a ruptured amorphous aneurysm in the right ophthalmic artery segment. The aneurysm max diameter was 4.12mm and the neck diameter was 3.8mm. Blood flow and vessel tortuosity were normal. It was reported that that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. There was no friction or difficulty during delivery of the coil. However, the coil was stretched and broke or detached prematurely in the microcatheter. It was noted that the physician had not repositioned the coil, attempted to detach the coil, or rotated the delivery pusher during the procedure. The microcatheter was withdrawn with the coil inside. No additional medical or surgical intervention was required. The coil was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203 cm ruler (m-83360) document used: n/a as found condition (condition of returned device): the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: no bends or kinks were found with the axium prime coil pushwire. The axium prime coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a. Conclusion: based on the device analysis and reported information, the customer's report of "coil stretch" was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.